Manufacturer narrative:
The investigation concluded that the fracture was related to the design at the hex connection and the screw access hole which led to the recall.

Event description:
Fractured before placement at the doctor's office. No patient contact or injury.

Manufacturer narrative:
This event is being reported due to one preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.